Event description:
The customer reported the system is displaying an x-rays disabled error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock and encoder board. System operates as intended. (B)(4).